Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's cardiac resynchronization therapy pacemaker (crt-p) reached premature battery depletion. The patient noted there was, "damage to heart and almost died" due to the device being "calibrated wrong." The patient continued by stating, "too much power was going to the lv lead, which drained the battery." The physician stated that the patient presented with an estimate of remaining longevity at 1.5 years. Upon interrogation at the upgrade procedure, the longevity estimate had increased to three years. The device was explanted and replaced. It was further reported that the left ventricular (lv) lead had high thresholds of greater than 2.5 v at 1.0 ms. The physician elected to explant and replace the lv lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.